Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por) and elective replacement indicator (eri) lock-up. The reset was cleared, and the device was reprogrammed back to safety pacing mode. However, the device continued to display erratic behavior; showing no battery voltage and showing changing longevity estimates. It was also noted on interrogation that the right atrial (ra) lead measured low impedance. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.